Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/07/2016 with the following findings: there was no activity related to the alleged issue observed in the pump histories. No damage was found to the battery compartment. The battery cap was not returned with the pump for investigation. A test cap used for testing purposes. The test cap attached securely to pump and was removed without difficulty. The pump was exercised for 24 hours with no power issues occurring. The display screen was dim and discolored.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging that the battery cap was having issues. The reporter stated that it was as though the cap contacts were not working. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.